Event description:
The customer reported to olympus, the gastrointestinal videoscope experienced air/water supply was weak but was not completely unusable, and a reprocessing issue was identified. It was unknown if it was used for the next procedure. The event took place during preparation for use. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found and confirmed that there was no repair history for the past one year. Additionally, a black rubbery foreign matter was detected in the nozzle. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.